Event description:
The surgical assistant was using the bipolar device to take the left saphenous vein graft during a coronary artery bypass grafting. The tip of the bipolar device broke off in the pt and became lodged in the pt's leg. The tip was retrieved by the surgical assistant. No adverse event was reported.